Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04167. It was reported that patient is experiencing pain at the ipg and lead sites. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.